Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damaged cracks along the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.